Event description:
It was reported that there was a non-sustained tachycardia episode with t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the device did not mark the twos. It was explained that the criteria for detection had not been met. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).